Manufacturer narrative:
Eval, method: complaint history. Eval summary: the exact cause of the event could not be determined because no device was returned for eval. The device mfg history record could not be obtained as the reported lot code could not be confirmed. The product experience reporting database shows that there has been one other similarly reported event regarding the reported device. The previous investigation concluded that a heavy impaction mark to the device may have attributed to the reported event.

Event description:
A customer reported to the customer service assistant of our distributor a., (B)(6) that the item involved didn't allow the intake of the tibial punch. No adverse consequences reported by the customer, the surgeon completed the surgery in time.